Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A field service engineer confirmed the usb connection to the bio-ID and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had bio-ID failure. The customer reported that the user was unable to retrieve any medication from the station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.